Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a optiflex¿ basket was used in the kidney during a lithotripsy - kidney stone removal procedure performed on (B)(6) 2017. According to the complainant, during preparation, the basket broke when the device was opened. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. **additional information received as of november 22, 2017.** the optiflex¿ basket was inspected before it was used in the patient and it was noticed that one of the basket wires was broken but was still attached at the other end. It was also stated by the nurse that the basket was also difficult to advance.

Manufacturer narrative:
A visual analysis of the returned device found that the basket was detached from the distal end of the pullwire. Additionally, only two basket wires were present and returned for evaluation. The evaluation concluded that during its handling, the device could have been damaged, since the failure could have been generated by excessive manipulation of the device by the user. Additionally, the failure was noted during preparation and outside of the patient. Therefore, the most probable root cause of this complaint is handling damage. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications. A review of the device history record (DHR) was performed and no deviations were found.

Event description:
It was reported to boston scientific corporation that a optiflex¿ basket was used in the kidney during a lithotripsy - kidney stone removal procedure performed on (B)(6) 2017. According to the complainant, during preparation, the basket broke when the device was opened. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received as of november 22, 2017. The optiflex¿ basket was inspected before it was used in the patient and it was noticed that one of the basket wires was broken but was still attached at the other end. It was also stated by the nurse that the basket was also difficult to advance. Additional information received as of december 19, 2017. This event has been deemed a reportable event based on the investigation results; basket detached.

Manufacturer narrative:
Fax number (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a optiflex¿ basket was used in the kidney during a lithotripsy - kidney stone removal procedure performed on (B)(6) 2017. According to the complainant, during preparation, the basket broke when the device was opened. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.